Event description:
It has been reported to philips that the table moved on its own. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, and the procedure was delayed by less than 20 minutes. A philips field service engineer (fse) examined the system onsite and confirmed that the issue was most likely caused by a geometric section issue. Review of log files showed ad7 tilt level mismatch. Upon visual inspection, the fse found that the wire of the longitudinal encoder was hanging by one of the bottom screws. The fse investigated the longitudinal table movement and identified a mismatch in the ad7 tilt, causing the table to move on its own. To resolve the problem fse put the wire in place and adjusted the ad7 tilt. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.